Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement. It was noted that the shock impedance was in the 80 ohm range at implant and has gradually increased until the high out of range measurement of 157 ohms was reached. Also, shock impedance daily fluctuations were observed. Boston scientific technical services (ts) explained that gradual increases in shock impedance are typically due to calcification or scar tissue formation on the lead. Ts also explained that when the delivered shock impedance is greater than 145 ohms, the device switches from a biphasic shock delivery to a monophasic shock delivery which limits the shock energy that is delivered to the patient. In this case, the shock impedance at low voltage was found to exceed the 150 ohms, so it was recommended that a commanded maximum energy shock test be performed to confirm the difference between the measured impedance value and the delivered impedance value. It was noted that the defibrillation function will be programmed off during the next follow-up with the patient. The lead remains in-service. There were no adverse patient effects.